Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate, during a transfemoral tavr procedure, after having partially inserted the axela sheath, the operator reported feeling insertion difficulty and the sheath was removed. Upon removal, a small protrusion was observed on the distal part of the sheath. The vessel was then pre-dilated with a 12 fr introducer and a new axela sheath was prepped. The second axela sheath was inserted correctly, however, ¿great pushing force¿ was required to make the delivery system/valve pass through the sheath. After successful deployment of the 26 mm sapien 3 ultra valve, and removal of the delivery system through the sheath, it was necessary to clamp the axela sheath due to bleeding that was observed in front of the hemostatic valves.  Upon sheath removal, no vascular injury was observed, and a blood transfusion was not required.  The patient was reported as discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
D10, f10, h6, h3, h10. Section f10: removed device code 1546 and replaced with 3191. Section h10: the esheath was returned to edwards lifesciences for evaluation. During the pre-decontamination engineering evaluation, a bump was observed at the proximal end of distal flap. Minor distal tip damage was observed. The distal tip was observed to be unexpanded. Fluid leaked out of proximal end of the sheath through the valves when flushing. Investigation is ongoing.

Manufacturer narrative:
Additional information: h6 and h10. Section h10: functional analysis of the axela sheath was performed. During preliminary evaluation, it appeared fluid was leaking from the proximal end of the sheath through the valves. However, upon closer inspection, it was revealed that the source of the leak was from the comnut/shaft bond. A tear on the shaft was seen under the comnut. No dimensional inspection could be performed due to the nature of the complaint. Photographs of the complaint device were provided by the field to edwards lifesciences. However, it was not possible to determine if the device was damaged. During manufacturing of the axela sheath, the sheath and its components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to the events. Review of the lot history revealed no similar complaints for the sheath housing, hemostasis valve ¿ leakage. Similar complaints, however, were found for the sheath shaft resistance with delivery system and sheath distal tip damage. No manufacturing nonconformances were identified. A review of the complaint history from october 2018 to september 2019 revealed other returned complaints for the reported sheath shaft ¿ resistance with delivery system, bc event. No manufacturing non-conformances or IFU/training deficiencies were identified. The axela sheath is a newly commercialized device, and control limits therefore have not yet been established. Per the post-market surveillance plan, complaint trends are reviewed at minimum if there are 3 complaints per month for 3 consecutive months. Review of complaint history from july 2019 to september 2019 revealed the trigger for trend review was met. A review of complaint history from october 2018 to september 2019 revealed additional returned complaints for the axela sheath for the reported sheath distal tip ¿ damaged. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformances were identified in the returned samples. A CAPA addresses sheath distal tip damage issues caused by sheath interaction with suture based closure devices during sheath retrieval. Review of complaint data from july 2019 to september 2019 revealed that the trigger for trend review was met. A review of complaint history from october 2018 to september 2019 did not reveal any other returned complaints for the axela sheath (all models) for the reported sheath housing, hemostasis valve ¿ leakage. No evaluation codes were identified due to no prior complaints being found for the complaint code. The axela sheath is a newly commercialized device, and control limits therefore have not yet been established. Per the post-market surveillance plan, complaint trends are reviewed at minimum if there are 3 complaints per month for 3 consecutive months. Review of complaint history from july to september 2019 revealed the trigger for trend review was met. The axela instructions for use, the preparation training manual, and the edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. Per the IFU, access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3 or sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure. Additionally, per the per the edwards sapien 3 ultra procedural training manual, access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. During delivery system insertion through the sheath, if push force is high, consider slightly pulling back the sheath 1-2cm while advancing the thv/delivery system. O note: use short movements to prepare for high friction. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for sheath shaft ¿ resistance with delivery system was unable to be confirmed. A review of device history record, visual inspection, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. Based on additional information provided by the customer, the vessel diameter was 5.5mm (the lower limit recommended for use with the axela sheath) and the vessel was mildly tortuous/calcified. Small vessel diameters in combination with calcification can prevent the sheath from fully expanding to accommodate the delivery system. Tortuosity can present difficult bend angles that need to be overcome in the delivery system insertion pathway. As a result, available information suggests patient factors (access vessel size/tortuosity/calcification) contributed to the complaint event. No corrective or preventative action is required at this time. The complaint for sheath distal tip ¿ damaged was able to be confirmed based on visual inspection. A review of device history record, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The patient¿s access vessels were noted to have mild calcification. Calcification could have contributed to the damage on the distal flap by preventing it from contracting to its original diameter. This would make the distal flap more susceptible to catching on calcification and become damaged as it is moved through the access vessel, as identified in a product risk assessment (pra). As a result, available information suggests patient factors (access vessel calcification) contributed to the complaint event. An existing pra captures the risk of this failure mode. No additional action is required at this time. The complaint for sheath housing, hemostasis valve ¿ leakage was able to be confirmed based on visual inspection. A review of device history record, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Resistance inserting the delivery system through the sheath was noted. Excessive force and device manipulation, if used to mitigate the delivery system insertion difficulty, may have contributed to damage of sheath/housing bond area. If the bond area is damaged, leakage may occur in the area. Previous corrective actions were initiated per a CAPA to investigate and address issues were the axela sheath shaft separated from the housing. Although the shaft did not fully separate in this case, it is a less severe failure compared to those documented in the CAPA and pra and shares the same failure mode root cause, where high insertion push force may have impacted the shaft to housing bond. Therefore, the existing CAPA is applicable to this complaint. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive force/manipulation) contributed to the complaint event.